Manufacturer narrative:
The reagent lot number is 911238. The expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable urea/bun assay result from one patient sample tested on the cobas 8000 c702 module. The initial result was 1.1 mmol/l. The repeat result was 18.4 mmol/l. The questionable result was not reported outside the laboratory. The repeat result was deemed correct.

Manufacturer narrative:
The field service engineer inspected the module and performed multiple troubleshooting actions and repairs, including a solenoid valve replacement. The faulty solenoid valve caused an incorrect cell cleaning. The investigation determined that the faulty solenoid valve caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.